Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial insert. The following other devices were also listed in this report: triathlon femoral component; cat# unknown; lot# unknown. Triathlon tibial component; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that surgeon was revising patient's left triathlon knee when mid way through the revision pathology contacted surgeon and advised that cultures revealed infection. Offset adapter not implanted due to infection and osteoremedies components and antibiotic simplex was implanted.